Event description:
It was reported that the device is leaking from reservoir cover. No patient injury was reported.

Manufacturer narrative:
Evaluation of the returned device showed cracked and leaking tank cover. Wear and tear damaged enclosure, front cover, and line cord. Bent micro switch. Blank liquid crystal display (lcd). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. UDI is unknown. No product information has been provided to date. (B)(4).